Event description:
Boston scientific received information that this patient presented to the emergency room after falling a few times at home. The local area sales representative was contacted to check the device and was unable to complete an interrogation or get a magnet response. This device has been implanted for approximately 21 years. The patient has an intrinsic in the 50-60 bpm range. The sales representative stated the patient will likely get another manufacturer's device post changeout.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.